Manufacturer narrative:
Two reported batches (B)(4), it is unknown which of the two devices failed to aspirate. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that loss of aspiration occurred. During preparation of a spiroflex angiojet thrombectomy catheter the catheter could not complete priming operation. The catheter was replaced with another spiroflex angiojet thrombectomy catheter. During attempt to aspirate thrombus, the catheter would stop after approximately 6 seconds. However the procedure was completed successfully with this catheter by completing multiple 6 second runs. No patient complications were reported and the patient status was fine.